Manufacturer narrative:
(B)(4). Date of initial report: 12/01/2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a colectomy, the ligasure device jaws would no longer open after three activations. No tissue damage or other injury was caused by this incident. A new device was used to finish the procedure.